Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) due to ventricular fibrillation (vf) that was appropriately treated with a vf shock. A check on the interrogation report revealed that the right ventricular (rv) lead had undersensing of ventricular beats during vf episodes. A follow up with the patient¿s healthcare provider yielded that the rv lead continues to be monitored with no intervention performed for the undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.